Event description:
An implant card was received indicating that the patient underwent generator reimplant on (B)(6) 2014.

Event description:
It was reported that the patient was scheduled for generator explant due to cellulitis. It was reported that there is no plan for generator replacement at this time. The patient underwent generator explant on (B)(6) 2013. It was reported that the lead was not removed. The generator was returned for analysis on (B)(4) 2014. Analysis is underway, but has not been completed to date. Attempts to obtain additional information has been unsuccessful to date.

Event description:
Analysis of the generator was completed on (B)(4) 2014. Electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.